Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2016 with the following findings: a review of the pump black box did not reveal any evidence of a short battery life. The pump electrical current draws were within specification. There was corrosion observed in the battery compartment. There were no leaks found during leak testing. The pump was opened and there was no further evidence of moisture found. The battery compartment threads were found to be damaged and the returned battery cap as well as the test battery cap had difficulty being removed. There was no damage found to the battery cap that was returned with the pump. The battery cap contacts were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.